Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h6, h10 h3 other text : not returned to manufacturer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) was generating a "popping" noise every 5-6 seconds. The end user reported that no alarms were generated and the iabp unit is functioning as intended. It was noted that another iabp unit was on standby if the iabp unit would malfunction or if a problem were to arise. There was no patient harm reported.